Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false negative cefoxitin screen (oxsf) result for a staphylococcus aureus strain when tested with the vitek® 2 ast-gp67 test kit. The customer results for two isolates (urine and blood) from the same patient, processed in duplicate, were as follows: > urine sample: oxacillin mic: <=0.25 (x2), cefoxitin screen: negative (x2), meca pbp2a test= positive > blood sample: oxacillin mic: <=0.25 (x2), cefoxitin screen: negative (x2), biofire meca pcr= positive biomérieux internal investigation was conducted. R&d review of the customer's raw data shows very little or no growth in the oxsf well. The submitted strains were subcultured to tsab and organism identification was confirmed to staphylococcus aureus. A second subculture was performed and testing included the following: - vitek 2 ast-gp67 cards from the customer's lot (1320879113) and a random lot (1320795203), - oxacillin (ox) agar dilution (ad) and cefoxitin disk diffusion as the reference methods for ox101n and oxsf101n formulations found on this card, - and alere pbp2. Note: the vitek 2 testing was performed with both software v7.01 and v8.01. Urine specimen: - ox ad mic = 0.06 (s), cefoxitin disc diffusion 23 mm (s), and meca pbp2a test positive - 7.01 results: oxacillin mic: <= 0.25 (x2) cefoxitin screen: negative - 8.01 results: oxacillin mic: <= 0.25 (x2) cefoxitin screen: negative blood specimen: - ox ad mic = 0.06 (s), cefoxitin disc diffusion 23 mm (s) and meca pbp2a test positive - 7.01 results: oxacillin mic: <= 0.25 (x2) cefoxitin screen: negative - 8.01 results: oxacillin mic: <= 0.25 (x2) cefoxitin screen: negative ox and oxsf (both isolates): all cards/tests are in essential agreement with the reference method for both software versions. Review of associated test data showed no growth in the oxsf wells for these isolates (software versions 7.01 and 8.01). The investigation concluded that all card/test results are in essential agreement with the corresponding reference methods for both software versions. Cards performed as expected.

Event description:
A customer in the united states notified biomérieux of two false negative cefoxitin screen results while using the vitek® 2 ast-gp67 test kit (ref # 22226 lot# 1320879113). The two results were from the same patient, one urine sample and one blood sample. Each sample was tested in duplicate with the following results: urine sample: (B)(6), cefoxitin screen: negative (x2), (B)(6). Blood sample: (B)(6), cefoxitin screen: negative (x2), (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.